Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the motor failed self-test alarm was found in the alarm history. The insulin pump also alarmed motor failed self-test during the self-test. There was a crack in the case. The crack was seen on the back. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The device had fading serial number label, scratched case and a pillowing keypad overlay. All buttons functioned properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector was properly locked. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm is in the formatted history file due to cold solder joints of the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.